Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with jaw ins.uni.grasping forceps . According to the complaint description it was reported that the tip of the instrument broke during use. There was no infection. A picture of the sample will be provided as there is no product transport in the current situation. There was no patient harm. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4), 9610612-2020-00148 (B)(4), 9610612-2020-00149 (B)(4).

Event description:
Associated medwatch-reports: 9610612-2020-00150 (400470137 - po349r). 9610612-2020-00148 (400470138 - pm986p). 9610612-2020-00149 (400470139 - po381r).

Manufacturer narrative:
Investigation results: the device consists of 3 different parts: po349r - jaw ins.uni.grasping forceps d:3.5/290mm, pm986p - insulated outer tube 3.5/3.5mm 290mm & po381r - handle with ratchet for 3.5mm instr. The working end of po349r is broken off and the insulation pipe is cracked. Different parts of the outer rod and the jaw of the device are bent. The traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer. In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records. Internal traceability is thus guaranteed. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage due to an overload situation. A CAPA is not necessary.